Event description:
It was reported that a patient was on the table and the operator enabled the longitudinal movement of the table. The table moved very fast. The patient did not fall and patient and operator had no injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.